Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was retained by physio-control the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering itself on and off. This may lead to the premature depletion of the device's battery, and as a result, the device may not have sufficient power to provide defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering itself on and off. This may lead to the premature depletion of the device's battery, and as a result, the device may not have sufficient power to provide defibrillation therapy if needed. There was no report of patient use associated with the reported event.